Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had a battery out limit and numbers were ramping on the display. The customer also reported that the buttons were sticking. The customer stated that the insulin pump had recently been exposed to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all functional testing and all operating currents were within specification. No battery out limit alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. No frozen screen or ramping numbers anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.